Event description:
The event involved a primary plum set where it was stated that the patient had parenteral nutrition installed according to institutional protocol. The infusion pump was programmed and showed a message "cassette error" when the infusion was started. Functionality of the set was verified with another infusion pump, and it showed the same message. The set was delivered to the pharmacy and a new set was installed and the priming was performed, and then parenteral nutrition was successfully installed. The event was classified as a non-serious adverse event, and it occurred during use of the medical device. There was patient involvement, however no report of harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Manufacturer narrative:
Received one used 14006-31 primary plum set for inspection. The corner of the cassette near the secondary port was raised. The set was leak tested per product specifications. There was no leakage. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. Received the n251 cassette test error alarm. The stack height of the cassette was measured and the corner near the secondary port did not meet product specifications. The probable cause of the failed stack height and cassette error alarm is due to a welding error during manufacturing. The device history review (DHR) for lot 13668365 was reviewed and no relevant nonconformities were found that would have led to the reported complaint.